Manufacturer narrative:
(B)(4). The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Structural valve deterioration (svd) is the most common reason for bioprosthesis leaflet tear and encompasses multiple failure modes, including calcification, non-calcific degeneration, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device 26mm transcatheter valve was implanted in the mitral position using a valve-in-valve procedure after an implant duration of eight (8) years due to severe mitral regurgitation secondary to a torn leaflet. The patient was reported in stable condition. There were no reported complications.